Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500162627) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's mother reported that on (B)(6), 2014 at 5:00 pm customer was experiencing "sweats, transpiration" and was "very pale", but when she attempted to test using either of her two adc blood glucose meters, the meters would not turn on. The customer's mother took the child to a friend's house and performed a test using the friend's meter, obtaining a result of 49 mg/dl. Customer's mother administered a glucagon injection and after an hour and a half she was additionally given "water with normal sugar". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. A separate MDR has been filed to report on the other meter that was used during the event. (Serial no. (B)(4)).